Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes:(1) it is possible that there was not sufficient suction pressure in order to ensure adequate flow and circulation of saline to prevent unnecessary heating which could have caused the temperature to elevate and trigger the controller to alarm and also result in tissue damage or thermal injury. The patient's current condition is unknown. Therefore based on insufficient information, a clinical assessment cannot be performed at this time.

Manufacturer narrative:
Event description udpated.

Event description:
It was reported that a super turbovac 90 with suction and controller were used during ars shoulder, then after surgery, it was noticed redness and after a few days, it was transferred in center burns. The surgeon used the same controller until the end of this procedure.

Event description:
It was reported that a super turbovac 90 with suction was used during ars shoulder, then after surgery it was noticed redness and after a few days it was transferred in center burns. The surgeon used the quantum until the end of its procedure.